Manufacturer narrative:
Lot #: unknown, not provided. Expiration date and unique identifier (UDI#): unknown, because the lot number was not provided. This is not an implantable device. (B)(6) device manufacture date: unknown, because the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery that some of the healon viscoelastic passed on the side of the cannula. Reportedly, the cannula could have been disconnected but it was not damaged. No patient involvement or injury was reported. No further information was provided. The same issue was reported for 5 devices therefore 5 mdrs will be submitted. This report represents the fifth of the 5 reports.